Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was not impacted. The customer changed the infusion set site and had received another occlusion. The customer was to use insulin injections to manage diabetes.